Event description:
It was reported that the patient experienced a low glucose event of unclear cause while using the device, and troubleshooting and education were completed with the user. Symptoms included hypoglycemia. Outcomes included an urgent low glucose alarm and treatment with oral glucose. Investigation included a review of event details with the user. Investigation of this case revealed no definitive device malfunction and no reproducible issue. It was concluded that the cause of the hypoglycemia was undetermined and no device fault was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.